Manufacturer narrative:
Per initial reporter, no injury to pt.

Event description:
Argon and helium properly set up, cryo machine hooked up and all connections secured. Upon initial testing of the probes outside the pt the first probe frosted from tip to handle.